Event description:
The user facility reported that the housing broke at the weld and non-sterile parts fell into the sterile field during a procedure. The case was completed successfully. There were no adverse consequences, no medical intervention and no clinically significant delay.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the housing broke at the weld and non-sterile parts fell into the sterile field during a procedure. The case was completed successfully. There were no adverse consequences, no medical intervention and no clinically significant delay.